Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision will be performed as the patient is not happy with the results. It was stated there is no product complaint and the same bar design will be remade and implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. There was no revision of a biomet microfixation device. No further reports will be submitted. To: additional information was received. It was reported the patient had previously undergone pectus excavatum treatment with a pectus bar on an unknown date. The bar was removed as planned on an unknown date. At a later date, the defect returned; therefore the surgeon requested titanium pectus bars. There was no pectus bar implanted at the time of the operation, therefore no bar was removed during the implantation of the titanium pectus bar. There is no allegation against a biomet microfixation device.

Event description:
Additional information was received. It was reported the patient had previously undergone pectus excavatum treatment with a pectus bar on an unknown date, "possibly in adolescence". The bar was removed as planned on an unknown date. At a later date, the defect returned; therefore the surgeon requested titanium pectus bars. There was no pectus bar implanted at the time of the operation, therefore no bar was removed during the implantation of the titanium pectus bar. There is no allegation against a biomet microfixation device.